Event description:
It was reported that this pacemaker system (non-boston scientific leads) was explanted due to infection. A new system was implanted approximately ten days later. No additional adverse patient effects were reported.